Manufacturer narrative:
(B)(4). This complaint is for a system error 2267 (air in set) is not confirmed and the assignable cause is undetermined. One companion sample on (B)(4) 2012 in the original packaging in reference to system error 2267. Set was placed on machine for priming and run with no alarms noted, visual defects or leaks on the returned disposable set during sample evaluation. The batch review revealed no issues noted during the manufacturing process. There were no deviations from standard procedure and user did not describe any types of use errors or other issues that might have caused the alarm.

Event description:
A customer contacted baxter's technical service center reporting system error (se) 2267 (air in set) during drain 3 of 4 on the home choice (hc) . The home patient (hp) was still connected. The technical service representative (tsr) explained the alarm and instructed the hp to turn the hc off and on. The hp would finish with a manual bag. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2267. The hp stated she used manual supplies and is out of town, so they contacted the clinic for additional supplies. The hp stated she had a shipment of cassettes sent to her in (B)(6). The hp stated she has a companion sample for investigation. Ps verified the hp's address and explained the sample request process. The hp stated she followed up with the peritoneal dialysis nurse (pdn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The companion sample is available and requested for investigation. If additional information becomes available, then a follow up MDR will be submitted.